Event description:
It was reported that during a lap cholecystectomy procedure, the device was double loading clips and not forming them at the distal end of the device. The surgeon was able to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.